Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a leak noticed at the connection. There was no patient involved.

Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Two used samples were received for evaluation. A visual and functional inspection was completed, and the product did not leak. We were unable to confirm the reported issue. After completing the evaluation no root cause was found to be related to a manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.